Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video ent scope vnl9-cp. In the event reported that there are dots in the image. The anomaly was discovered in the workshop during inspection. There was no adverse event reported with this complaint. No additional information was provided.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.